Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because the disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause could no be determined.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240 (air in tubing) during the initial drain on the homechoice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the power for the system error 2367 and then cycle power again to restart the setup with all new supplies. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4) the sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.